Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their built in freestyle libre reader. Customer reported receiving readings of 260 mg/dl, 212 mg/dl and 37 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings from their built in freestyle libre reader. Customer reported receiving readings of 260 mg/dl, 212 mg/dl and 37 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. The DHR for the precision strips and the DHR showed were reviewed, the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product are returned, the case will be re-opened and a physical investigation will be performed.